Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The leak was observed leaking "out of the line". This issue was discovered during patient infusion . The device was filled with 3542mg fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h10. H10: upon further investigation of the returned sample. It was determined. That the device malfunction is related to a ¿red bung¿, which is a non-baxter component. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.